Event description:
A pt was being monitored with the device. The device fell off the chair upon which it had been placed. The attached ECG cable had become disconnected from the device but this disconnection was not detected by the operator. The operator replaced the attached ECG electrodes in an unsuccessful attempt at correction. A backup device was made available and used to continue pt monitoring. There were no adverse affects to the pt.